Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on (B)(6) 2006. According to the complainant, as a result of the implant, the patient suffered from severe pain, dyspareunia, yeast infections and mesh erosion. She underwent revisionary surgery on (B)(6) 2010. All other information is unknown and reportedly unavailable.